Event description:
Customer called to report unexplained high bg levels experienced (300s) that would not come down after administering boluses. When the pod was removed, customer noticed that the cannula appeared to have a kink. Customer was able to activate new pod.

Manufacturer narrative:
The customer stated that a kink was noted in the cannula upon removal. The device was not returned to the manufacturer for evaluation as part of the report date. A follow-up report will be submitted if the product is received. No conclusion can be reached at this time. The user is instructed in the user guide to periodically check the infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.